Event description:
It was reported that the user accidentally entered the breakfast meal announcement twice on the ilet, after which she chose not to eat and was advised to monitor blood glucose and treat if low; blood glucose reportedly reached the 300s with a documented value of 202 mg/dl, and no alerts or alarms occurred. Symptoms included none reported such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no facility visit. Investigation included a review of device history and user-reported data with troubleshooting and education provided. Investigation of this case revealed duplicate meal announcement entry by the user, with uncertainty regarding duration of hyperglycemia and no evidence of device malfunction. It was concluded that the event was related to user operation with accidental meal announcement and not a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.